Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Health effect clinical code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.0/+1.5/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault, unreactive (fixed) pupil, and glare/halos. The problem was resolved. Cause of the event is reported as unknown: "unreactive pupil and glare halo due to high vault were confirmed. The lens size did not fit the patient."